Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on cholangiocath. Sometimes the device was not deploying clips and sometimes the device was shooting out multiple clips at once. The clips were also not clamping down all the way and were scissoring. The scissored clips were removed and the case was completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = jaws. Batch # m90y84. The analysis results found that the el5ml device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it was observed that the jaws were misaligned, this condition led to the malformation of seven scissored clips. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.